Event description:
Urgent cardiac catheterization with acute myocardial infarction, percutaneous coronary angioplasty and stenting of the right coronary artery (rca) was performed using a 0.014 guidant bmw wire. Within initial wiring of the lesion, there was vasospasm of the vessel and the distal portion of the bmw wire became trapped in a small branch of the distal rca. The wire could not be repositioned despite administration of intracoronary nitroglycerin. Stenting of the rca was completed, and a balloon catheter was advanced to the distal rca to remove the wire. The wire provided a small amount of resistence, but the distal tip unraveled and fractured. The remaining portion of the distal wire was seen by fluoroscopy mobile in the central aorta. A snare device was used to remove the majority of the wire, but a 3 cm fragment was left in the coronary ostium and rca. Cardiac surgery was consulted; the options of wire fragment removal with CABG versus 2nd attempt to remove the wire fragment, was discussed with the patient and his family. The patient opted for a second attempt at interventional wire removal. Three days later, the stents were still patent. A snare device was used to remove an additional portion of the wire, where a very thin (poorly visible by flouroscopy) fragment was visible in the mid rca and removed. An additional stent was placed in the proximal rca. The patient spent one additional day in the hospital, then was discharged the following day.